Event description:
Post-operative infection occurred following repair of torn left rotator cuff surgery. Sutures were used to close the subcutaneous layers. In 2001, the patient began to experience swelling of the affected shoulder. Clear fluid was expressed from just below the incision line and the patient was placed on keftab and levaquin. Two days later, patient was placed on augmention and the wound was opened, cleansed and packed under local. Five days later, the pt was placed on IV antibiotics administered through a PICC line and was undergoing regular wound care. Four days later, improvement was noted. Ten days later, there was no further evidence of an active infection and 3 weeks later, the pt was fully healed and off antibiotics with PICC line removed.